Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the roller pump unexpectedly displayed the massage "pump jam", and stopped. There was no adverse consequence to a pt as a result of this event.